Event description:
The customer's mother reported via phone call that they had a no delivery alarm while priming. The customer's blood glucose was unknown. Troubleshooting was unable to occur at the time as the customer already connected to a different reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs, and inspected the snap-cap and septum for anomalies. None were found. Ran occlusion testing, and the reservoir passed. No occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.